Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site. Subsequently on (B)(6) 2015 the patient underwent revision surgery to reposition the internal device. The implanted device remains.